Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator alarmed for "xdcr fault", "high rate", "high pip", and "low ve".

Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found that the zero ¿0¿ calibration of the exhalation differential transducer pt802 failed to calibrate. The unit¿s events log contains many transducer faults. The unit¿s event log also contains high pip, low ve, and high rate. Finding/root-cause: duplicated, xdcr fault, high rate, high pip, low ve and exhl diff: (B)(4) failed, complaint allegation. Defective vela main pcba coldfire. This issue is being addressed in an internal correction.